Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the flexibility adjustment ring, grip, switch box, right/left knob, and upward/downward angulation control knob, scope connector cover unit, objective lens, and light guide lens had a scratch, air/water cylinder and suction cylinder had no color, the scope connector case unit and plug unit had corrosion due to water leakage, insulation resistance value did not meet the standard value due to corrosion on the connecting tube, the image had white dots due to damage on the charged coupled device unit, image guide protector had a cut, and plastic distal end cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. The device was returned for evaluation. During the device evaluation, the connecting tube, forceps channel port, universal cord, and mouth guard piece for endoscopy had foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use which state: detection methods are written in IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.